Event description:
Prior to placing the device inside the patient, the kleppinger bipolar was tested and did not work. The kleppinger was never on the patient. A replacement device was used to ligate.